Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported the customer being hospitalized. The blood glucose reading at the time of hospitalization was 360 mg/dl. Nurse stated the customers blood glucose level has been running high and the meter doesn't match the hospitals meter. The customers blood glucose continued to climb while treating the pump, the customers blood glucose levels were 333 mg/dl. Customer was nauseated. During the visit the customer was treated with insulin and IV drip. Customer stated he experienced issues with blood glucose not going down even with manual injections. It was later concluded the reason for the hospitalization was due to diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.